Event description:
A malfunction on the pump was reported by the caller, which occurred following a snowboarding event. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and assisted the caller in doing so. However, the caller did not have the charger available and planned to call back when it was accessible. Technical support assisted the caller in resetting the pump, and malfunction code did not reoccur. Customer may continue to use the pump.